Manufacturer narrative:
Additional data: b1, b2, b5, d6b, h1, h6 (health effect - impact code), h10.

Event description:
Information was received that the rod has been explanted.

Manufacturer narrative:
The device has not been returned for evaluation as it remains in-situ. A revision surgery is reportedly being planned for december 2023. The root cause is unable to be determined at this time. D4, h4: the following potential lot numbers were provided; however, it is unknown which lot number corresponds to the rod in question: 0110922aab (manufactured 09 nov 2020) or 0101906aab (manufactured 19 oct 2020). A review of the device history records (DHR) for both potential lot numbers confirmed the device met all quality inspections and specifications prior to release. If any additional information is provided, a supplemental report will be submitted.

Event description:
Information was received that the rod is not distracting. A revision procedure is planned but not yet performed. There was no further patient impact reported. No additional information has been provided.

Event description:
No additional information has been provided.

Manufacturer narrative:
Additional data: d4 (lot number), h6 (component codes, type of investigation, and investigation findings). Device evaluation: the rod was returned to nuvasive for evaluation. Upon receipt of the device, visual inspection was conducted and score marks were observed on the distraction rod which is typically associated with periodic distraction. Minor scratches were also observed along the body of the device. Device x-rays were then taken and there were no broken internal components observed. The rod was functionally tested and was unable to distract, therefore, the reported failure was confirmed. The device was then sectioned and the o-ring was found to be torn. This torn o-ring could have been caused by the force that created the score marks. Based on the marks on the distraction rod, the rod was clearly rubbing up against the housing tube. The exact root cause is unknown, however, excessive drag on the distraction rod can be caused by over-compression of the seal by the housing tube, which was clearly observed with the torn o-ring. It is most likely the rod failed to distract due to the friction forces encountered by the distraction rod and housing tube.

Event description:
No additional information has been provided.

Manufacturer narrative:
The rod was sectioned and force was needed to be applied to slide the housing tube from the distraction rod. Also, the bearing was not smooth when turning it one revolution by hand. Sectioning also revealed a significant amount of black debris, likely titanium, in the housing body and around the o-ring groove. The o-ring was also observed damaged/torn and one side of the rod was shinier than the other as the anodization was rubbing off. A closer look at the rod¿s anti-rotation tabs found one was completely worn. The root cause of the failure to distract event is unable to be determined, however, it is likely that the debris found surrounding the bearing would have made it difficult to rotate. When it is coupled with the debris in the housing tube causing frictional forces between the two sliding surfaces of the rod, it would allow for the housing tube to impede distraction.